Manufacturer narrative:
(B)(4). The complaint device was visually inspected and no defect was found. Reported fault could not be reproduced. No failure detected, device was determined to be operating within the required specifications without malfunction. The complaint of intermittent out of range could not be confirmed.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave intermittent out of range signals that would last for around 2 hours. Dexcom has issued an rga for patient to return the device to be investigated.